Manufacturer narrative:
The pt's age, gender and weight were requested but not received. The lot number of the device was not available; therefore, a manufacture and/or expiration date cannot be determined.

Event description:
It was reported the physician was performing a tonsillectomy using an evac 70 xtra hp plasma wand. According to the physician, each time he used a function of the wand (ablate or coagulate), he felt a shock. The physician was able to complete the procedure. No pt complications were reported as a result of this event.